Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, several days after implantation of a bactiseal evd catheter, internal bleeding occurred. They changed the catheters on numerous occasions, but the same problem re-occurred.

Manufacturer narrative:
(B)(4). It was previously reported that the device would be returned for evaluation. It was later communicated that the device would not be returned. This complaint has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.